Event description:
Customer's family member is the care-giver for customer. They described an event in which the customer received a reading of 122 mg/dl while experiencing hallucinations and other symptoms of hypoglycemia. Paramedics were contacted and arrived within 15-20 minutes. A blood glucose reading of 60 mg/dl was received with an unk brand meter by the paramedics. Customer was transported to the hosp where they were treated with glucose. Customer was not admitted to the hosp, but was kept until a reading of 142 mg/dl was received at emergency room.